Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During revision surgery of a non stryker device it was reported that the surgeon was attempting to remove a 3.5 mm screw from a patient's wrist when the tip of the extractor broke off. The next size up extractor was used to remove the screw successfully.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the tip broke due to a bending overload. The case is attributed to an insufficient handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During revision surgery of a non stryker device it was reported that the surgeon was attempting to remove a 3.5 mm screw from a patient's wrist when the tip of the extractor broke off. The the next size up extractor was used to remove the screw successfully.